Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was high at 476 mg/dl. Customer had taken out the set and it was bent in half. Customer didn't get the occlusion alarm. Customer stated that she doesn't think she had insulin all day. Customer was at work and did not check until she got home. Customer treated with an injection. Customer had the following symptoms of high blood glucose: nausea and a headache. Customer stated that she had a back-up plan. Customer stated that she found a few air bubbles. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings were reviewed and found to be correct. Customer had a low reservoir and low battery alarm on the insulin pump. Customer performed the high pressure test and passed. Customer was advised to do a complete set change.